Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level ranging from 424 to 550 mg/dl. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer on filling cartridge with room temperature insulin. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.